Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/6/2024, it was reported by a sales representative via email that the cannulated drill from an ar-9929bc-cp broke off into the bone after hitting a positive stop with the guide. Removing the drill and broken fragment took about ten minutes. The implants from the kits were implanted successfully. This was discovered during an achilles rupture procedure on (B)(6) 2024. Additional information received on 6/10/2024: the case was completed using the implants from the same kit. The case was delayed between ten to fifteen minutes. Additional anesthesia was not necessary. The patient suffered no negative effects.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most probable cause is by applying excessive force while grasping and manipulating tissue or when applying excessive leveraging forces.